Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, sense b noise, myopotential noise and oversensing. X-rays were performed in order to analyze the system. It was decided to reprogram the system into the secondary vector. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that this electrode was explanted. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.